Manufacturer narrative:
H8 usage of device: corrected. The returned fiber was received and analyzed by the post market quality assurance laboratory. A visual inspection confirmed the reported connector break, as the fiber body was found separated from the connector. The fiber tip exhibited normal degradation, and the connector was in good condition. It is likely that procedural handling and conditions during device setup or use contributed to the fiber body break. According to the device instructions for use: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that, during lithotripsy procedure, the fiber fractured from the root segment. The procedure was completed with another of same device. There were no patient complications.

Event description:
It was reported that, during lithotripsy procedure, the fiber fractured from the root segment. The procedure was completed with another of same device. There were no patient complications.